Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for chf. The etiology of the event(s) is unknown; therefore, causality cannot be established. Limited follow-up information precluded a more in-depth investigation. Chf is one of the most prevalent cardiovascular complications in esrd patients. Additionally, the incidence of chf in the esrd population as compared to the general population is estimated to be up to 3-fold higher. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
It was reported a peritoneal dialysis (pd) patient has been retaining fluid (specifics not provided) and was hospitalized (admission date not provided) for ¿fluid around the heart.¿ follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized for congestive heart failure (chf). Attempts to obtain additional information (e.g., discharge summary, treatment records, patient demographics) have thus far been unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient has been retaining fluid (specifics not provided) and was hospitalized (admission date not provided) for ¿fluid around the heart.¿ follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized for congestive heart failure (chf). Attempts to obtain additional information (e.g., discharge summary, treatment records, patient demographics) have thus far been unsuccessful.